Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00972, 00973, 00974.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. (B)(4).